Event description:
Adverse event: angina and restenosis requiring intervention. Onset of adverse event: after the procedure. Device issue: none. It was reported via a trial that on (B) (6) 2008, the pt underwent stenting in the predilated distal left anterior descending (lad) artery with one xience v stent and in the predilated mid lad with one xience v stent. On (B) (6) 2009, the pt experienced angina. The pt was admitted to the hospital on (B) (6) 2009. Chest x-ray showed congested lung fields and ECG showed st depression. The pt was diagnosed with ischemic heart failure. The pt was treated with medication and underwent diagnostic coronary angiography as well as percutaneous coronary intervention in the target vessel and in a non-target vessel. The pt's condition resolved on (B) (6) 2009 and the pt was discharged. Abbott vascular medical safety monitors assessed the revascularization as having occurred in the target lesion in proximal lad. There was no adverse pt sequela. Though requested, no additional info was provided.

Manufacturer narrative:
(B) (4). (B) (4). The stent remains in the pt. The lot number was not provided. A follow-up will be submitted with any relevant info.